Event description:
Caller reported a cartridge alarm with their pump, specifically cartridge alarm 20, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer was informed that a replacement pump would be sent to them, and they were advised to continue using their current pump until the replacement arrived. The customer received instructions on how to return the problematic pump to tandem and guidance on using the new pump effectively.